Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Perform pairing test with nordic bluetooth device: and device passed. Transmitter final function tester: pass performed share log review and a loss of connection was found in log. The reported event of loss of connection was confirmed. Defect was not found to be the transmitter. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.